Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 6.4 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that during the normal pump replacement procedure, the hcp was unable to aspirate the catheter, so they had to do a catheter revision. A small portion of the existing catheter was removed, and a new section of catheter (17.3 cm) was added. The cause of the inability to aspirate the catheter was not determined.